Event description:
User alleges one event of the aquinox gasket not sealing on the water bottles at high flow. They reported they can usually stop leakage by not screwing the bottle on too tight. Never had a leakage event with enough for a slip hazard.

Manufacturer narrative:
Results evaluation: smiths medical did not receive the lot number or a sample for this event. Review of the manufacturing records could not be performed as no lot number was provided. Review of our complaints database reveals only one similar report that resulted in a slip hazard. There has since been a change to the threaded base of the aquinox. Where it is attached to the bottle was lengthened by 0.060". Adding this additional length will provide a better seal between the bottle, gasket and the unit.